Event description:
On (B)(6) 2025, an FDA medwatch notification was received via email. A facility representative reported that four ar-3636 knotless 1.8 fibertak broke. The first anchor knotted up and broke when the surgeon attempted to pull the suture under the labrum. The second and third implants broke when the surgeon attempted to pull the anchor under the labrum and tried to cinch down the suture. The fourth one broke; however, it is unknown how it broke. Each time the anchors broke, the surgeon had to retrieve the suture from the shoulder before re-attempting the repair once again. The case was completed without harm to the patient or staff. This was discovered during an articular labral shoulder arthroscopy procedure in (B)(6) 2024. No further information was provided. Additional information was requested on 1/30/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. Directions for use dfu-0054-eo bio-fastak, fastak¿, suturetak® and fibertak® suture anchors. G. Precautions 7. Arthrex implant specific instrumentation must be used to insert implantable devices per the recommended surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.